Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) was confirmed. Upon investigation, the monitor failed detect and treat testing and displayed a service code 204 (belt/monitor unusable). The cause for the failed detect and treat testing was isolated to the fact that the monitor's electrode belt receptacle was pulled from the monitor enclosure and wires in the connector were damaged, causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case.